Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Heavy amounts of blood and eschar were present at the back of the jaws. Engineering performed visual and functional testing on the device. Engineering tested the jaw force and confirmed that the device met specifications. The root cause of the tissue slipping was likely due to the jaws being overfilled with tissue. The instructions for use (IFU) warns against over filling the jaws: "[d]o not overfill the jaws of the devices with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." Applied medical will monitor its vigilance systems and take appropriate actions, as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional info rcvd 11may2016 from applied medical team member: likely round, ip, ovarian and broad ligaments were being grasped. They used monopolar for the cuff. They said the issue occurred approximately 5 times throughout the case. It happened while they were denaturing the tissue. While pressing the fuse activation button, it would push the tissue out simultaneously. Unknown if there was tension on tissue.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic supracervical hysterectomy - "the doctor told me that when they were denaturing the tissue, the jaws were not holding the tissue. It was being pushed out. He felt as though the jaws were not locking down on the tissue." Patient status - patient was not negatively effected.